Manufacturer narrative:
Zimmer biomet complaint number (B)(4). B3: date of event unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the patient did not come back for stage 2 to get the crown. The patient experienced infection with abscess around submerged implant at unknown tooth site. Therefore, the patient was given antibiotics and anti-inflammatory (captured in (B)(4)) and underwent removal of implant.